Event description:
It was reported that during the case there were no issues. After procedure the patient was experiencing paresis of one leg.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the patient experienced complications after a procedure was performed using the optablate. No device malfunction was alleged and no details regarding the complications were provided. At this time, requests are being made to obtain additional details.